Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00239 and 00240.

Event description:
Allegedly the patient was revised due to infection (left).